Event description:
The customer reported that the articulated head section of the operating table broke, causing the patient to fall during a procedure. No injury was reported in relation to this event. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The field service of baxter performed an onsite investigation at the hospital. The failure " headboard of the pst 300 surgical table broke " could be confirmed. The patient was positioned with the table inverted, without the appropriate replacement of the components, with the hip positioned on top of the headboard. The hip of a heavy patient was positioned on the head section. The head section was used incorrectly and subjected to a heavy load. The head section is designed to support and position the patient¿s head. Based on a massive overload of the head section and the use contrary to the instructions for use, the root cause of the event was traced to a use error. Based on this, no further actions are necessary.

Manufacturer narrative:
Investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
The customer reported that the articulated head section of the operating table broke, causing the patient to fall during a procedure. No injury was reported in relation to this event. This report was filed in our complaint handling system as complaint (B)(4).